Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was confirmed. Upon investigation the monitor was unable to fully power on, causing a communication error. The cause for the failure was isolated to a defective sd card. The root cause for the defective sd card could not be positively identified. There was no adverse event that resulted from the damaged monitor.